Event description:
An optometrist reported that a patient was diagnosed with trace diffuse lamellar keratitis (dlk) in the left eye, one day following lasik surgery. Topical steroid dosage was increased to treat the event and the patient was asymptomatic. Additional information has been requested.

Manufacturer narrative:
Evaluation summary: the device history records (DHR) for the device were reviewed. The associated device was released based on acceptance criteria. Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional information becomes available. Additional information has been requested. (B)(4).